Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the suturing of the abdominal wall in an open episiotomy procedure, the suture split up from the needle. Another suture was opened to complete the case. There was no patient injury.